Event description:
While prepariing to inflate balloon to foley with 10cc of sterile water the tip of the syringe broke. It took hemostats to remove the plastic tip which frayed the broken portion of tip of the syringe.